Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 245 to 47 mg/dl at the time of the incident. The customer was at 167 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer noticed a burning sensation and discovered that the reservoir containing about 250 units had emptied into her body. The customer's boyfriend stated they knew the mistake they made that led to the over delivery. Troubleshooting was not completed. The customer also had a highs the next day of up to 577 mg/dl. The insulin pump will not be returned for analysis.